Event description:
The customer reported the system sounded like it was making fluoroscopy, but the system was locked up and not producing x-rays. There was no patient injury ore death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.